Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 50.2mm abdominal aortic aneurysm . It was reported during the index procedure, etbf3216c166ej was added in the right main side and etlw1620c124ej on the left contralateral side. A type ia endoleak was confirmed during contrast imaging after the stent graft was implanted. Additional touch-up was performed however the endoleak remained. The physician decided to implant an aortic cuff etcf3232c49ej which reduced the endoleak and the procedure was completed. Per physician, the cause of the type ia endoleak is undetermined. No additional clinical sequelae were reported and the patient is will be monitored.